Manufacturer narrative:
The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display and no backlight anomaly noted. The pump was received with a broken reservoir tube lip, severely scratched display window, and bleeding lcd glass noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was not powering on. The screen had black dots. The customer tried three different batteries and two different battery caps. The light button was not working. Customer's blood glucose level was 260 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.